Manufacturer narrative:
An add'l lot number was reported (lot #m005429). However, the cause of the event is not due to the cartridge. Complaint device was not returned for investigation. Should the product ultimately be received, a follow up report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was elevated and customer administered a correction bolus. Reportedly, customer's blood glucose level was "under control".